Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patients¿ ipg was replaced due to being inoperable. The patient lost therapy 3 months earlier. The ipg was replaced without complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had become inoperable. The patient had lost their charger during a recent move. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was explanted, replaced and therapy was restored.